Event description:
It was reported that gears were worn and the mesh was incomplete. Review of the most recent repair record identified the following related repair: the gear was damaged and the cutters were found to fail the mesh test cut due to an incomplete cut. No patient involvement. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The results of the investigation are as follows: review of the most recent repair record determined that the unit failed the mesh cut test due to an incomplete cut. The cutter was returned without any repairs as it needs to be replaced by the account. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple reports were filed for this event, please see associated reports: 0001526350 - 2022 - 00702 and 0001526350 - 2022 - 00491.